Event description:
Tube coming in and out of eye and causing iritis. Not visible on exam. Dr. (B)(6).

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include iritis as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.